Manufacturer narrative:
We received one 12tlw804f thru-lumen embolectomy catheter without the packaging for examination. The balloon was found to be ruptured in the central area of the latex. There appeared to be latex missing. The balloon was removed to determine the size of the missing latex. After removing the latex the missing section of latex was measured and found to be about .053" x .060." The windings appeared to be in good condition. As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. The catheter body tube was also in good condition, there was no visible damage observed. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst during use. No patient complications reported.